Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 ,a2 , a3 , a4

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cs300 intra-aortic balloon pump (iabp) had optical sensor module failure. There was no patient involved.

Manufacturer narrative:
Updated field: b4, d3, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, fse tested the unit but could not duplicate. Fse found (in the log files) that it had been giving good fo signals on (B)(6) 2026 from 13:52 to 16:32 and then the numbers went to zeros. Fse found that there was a connecting cable within the fo module that was not fully connected, was reseated. Fse completed a full system test (calibration, functionality, and safety checks). All tests passed to factory specifications.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) had optical sensor module failure. There was no patient harm or injury reported.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field: b5 , h6 ( medical device ¿ problem code , health effect ¿ impact codes).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) fiber-optic sensor module failure alarm issue. There was patient involvement and no patient harm reported.